Event description:
It was reported that this right ventricular (rv) lead exhibited noise, increased threshold measurements, and increased impedance measurements, which were not out of range at that time. Additional information was received which noted a lead safety switch later occurred due to impedance measurements of greater than 2000 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.